Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. Potential lot number reported as - 14f16f0259.

Event description:
The customer alleges that the patient received chemotherapy, no reported issue pre or post therapy. Patient received CT via PICC, no issues reported pre CT. PICC pigtail noted flattening/damaged on the ward post CT. Vascular access team contacted to review. The PICC was removed and a new catheter inserted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer returned two pictures of the damaged extension line. The extension line appeared to be stretched from previously ballooning of the line. A device history record (DHR) review was performed on the catheter with no relevant findings. The reported complaint of the extension line flattened/damaged during use was confirmed through visual examination of the returned picture. The extension line was ballooned/stretched out in the picture. The DHR showed no evidence to suggest a manufacturing related cause. The potential cause of extension line damage could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the patient received chemotherapy, no reported issue pre or post therapy. Patient received CT via PICC, no issues reported pre CT. PICC pigtail noted flattening/damaged on the ward post CT. Vascular access team contacted to review. The PICC was removed and a new catheter inserted.